Event description:
The customer reported this right ventricular lead experienced increased threshold measurements and intermittent loss of capture. As a result, the device was in retry due to automatic capture being programmed on. The output was programmed higher to ensure the appropriate safety margin. Information was later received that this lead was capped due to high threshold measurements 2.8v at 0.5 ms. Under flouro, it was determined that the area surrounding the old suture location was compromised and the physician chose to drop a new lead. No adverse patient effects were reported. The lead was actively implanted for approximately 9 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.